Event description:
The device was explanted and replaced two weeks later with no adverse patient effects. The device's reporting status is changed to serious injury from malfunction due to explant with possible early eri status.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Manufacturer narrative:
Analysis of the returned device is pending.

Event description:
Boston scientific crm received information that this device displayed an elective replacement indicator (eri) associated with an extended charge time that exceeded specifications. This device is included in the mid-life display of replacement indicators advisory population communicated (B)(6) 2007. There were no adverse patient effects reported, and the device remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.